Manufacturer narrative:
On (B)(6) 2025/ 11:05pm: a whole blood (wb) sample was analyzed using the piccolo xpress analyzer serial number (B)(6), and the piccolo cmp panel, lot 5261bb0 results: creatinine (cre)= 4.9* mg/dl (reference range: 0.6-1.2 mg/dl). Rerun: on (B)(6) 2025/unknown time: the same sample from the previous run was sent to an external laboratory, and plasma was analyzed using an abbott alinity. Results: creatinine (cre)= 1.45 mg/dl (reference range: 0.7-1.5mg/dl). Repeat: on (B)(6) 2025/ unknown time: a whole blood (wb) sample was analyzed using the piccolo xpress analyzer serial number (B)(6) piccolo cmp panel, lot 5222b0 results: creatinine (cre)=1.6* mg/dl (reference range: 0.6-1.2 mg/dl). Zoetis requested further clarification of the complaint details. The patient received treatment; however, the specific treatment administered, and the time of administration are unknown. A return material authorization (RMA) has been recommended for further investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2025, zoetis union city technical support received a call from a healthcare professional reporting an unexpected high creatinine (cre) result using the piccolo xpress analyzer, serial number (B)(6), and the piccolo comprehensive metabolic panel (cmp) lot 5261bb0 and 5222b0. The patient was treated. Chem high/low: high error codes: chem cre / creat problem or question.